Event description:
Related manufacturer reference number: 2017865-2022-10538. It was reported the patient presented to the emergency room after receiving an inappropriate shock. Upon interrogation, it was discovered the right ventricular lead was oversensing noise and had low defibrillation impedance. Visual inspection during surgery found the right ventricular lead was badly twisted and the insulation was peeling off. The suspected cause was movement of the implantable cardioverter defibrillator (ICD). The right ventricular lead was capped and replaced on 3 jun 2022. The ICD was tied down to prevent further twisting on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.